Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator. It was reported that the patient was considered getting an intrathecal pump system due to a failed implant of an scs system for pain. The patient reported that the health care professional (hcp) punctured their dura during the implant. The patient was in severe pain for 7 days afterward and spent that time at the hospital draining out excess fluid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.